Manufacturer narrative:
The customer did not request for service and a beckman coulter field service engineer (fse) was not dispatched to the customer's site. Raw data was received from the customer and conclusion is pending completion of analysis. All related medwatch reports associated with this event: 1061932-2013-02196, 1061932-2013-02197.

Event description:
The customer reported obtaining erroneous differential results, for one (1) leukemia patient, involving two (2) unicel dxh 800 coulter cellular analysis system. The customer also reported that both instrument failed to generate a blast or variant lymphocyte flag for the patient. The customer was prompted to perform a morphological slide review as a result of a rule that the customer incorporated into both dxh 800 instruments, which included early granulate cells (ECG). The patient's high ECG result of 8.0 triggered the customer to perform a manual slide review. The customer stated that both instruments recovered erroneous differential results without instrument specific suspect flags. However, the specific erroneous parameters from both dxh 800 were not specified by the customer. The customer performed a manual slide review and recovered 17% metamyelocytes and myelocytes, along with abnormal lymphocytes and larger lymphoid cells. Instrument printouts were requested but had been purged by the customer and will not be available for review. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the sample several times on both dxh 800 instrument at approximately 3 hours apart but the results were the same. The physician ordered an immunophenotyping by flow cytometry and the morphological slide review results were verified as correct. This report references the dxh 800 serial number (B)(4); please refer to medwatch report #1061932-2013-02197 for the report of the other dxh instrument.